Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra meter was not powering on. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue began on (B)(6) 2012 at 2pm. As part of the patient's diabetes regimen, the patient claimed she is on insulin (no adjustments). At the time the alleged issue began, the patient denied taking any action regarding her diabetes regimen. The patient denied developing symptoms. Later that evening, the patient indicated she went to the emergency room (ER) for assistance. While at the ER, the patient claimed 10 units of "novac" insulin was administered to her and she was tested by the ER/hospital meter; however she does not recall the result obtained or what time it was taken. At the time of troubleshooting, the cca noted the product was misused. However, replacement products were still sent to the patient. Based on the information provided, this complaint is being reported because the patient claims she was unable to test her blood glucose due to the alleged power issue and reportedly required hcp treatment after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k062195.